Event description:
It was reported the during the implantation procedure that the post separated from the bridge plate. The surgeon had the post tightened down and went to do one last check to see if he was satisfied with approximation & stability. Upon gentle pushing, he realized the bridge plate was not attached to the post anymore. Product was removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned post. The assembly was returned with only one of the two post being installed still. The system shows signs of attempted use including marking and scratching on the implant system. The track that is missing the post shows signs of damage including bending/ heavy marking on the track surface. The post that goes in the track was not returned. A determination cannot be made as to what caused the post to separate from the bridge. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.